Manufacturer narrative:
(B)(4). It reported that initially the complaint was found that it was preventive maintenance. Later it was noticed that the unit required repair. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (sn) (B)(4) as documented in the repair reports in livelink. On (B)(6) 2019 it was reported that initially preventative maintenance was needed. Later, it was noticed that the unit required repair. The initial inspection showed that the calibration was out of specifications. The motor ran erratically so the rpms could not be measured. The device had never been in for repair in the sap system. It is recommended the device be upgraded to a tier 3 repair. The device was a tier 3 repair with customer approval. The head, motor, swivel, throttle lever, poppet assembly and various bearings were replaced. The deice was tested and calibrated to specifications. (B)(4). While this device was brought in for preventative maintenance, it was noted that it required repair for additional defective components. It is unknown with the information that was provided what led to the defectiveness of the replaced components. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Based on the information provided, this investigation determined that there is no need for further action (ie/CAPA/scar/hhe/d) at this time. This complaint will be tracked and trended for any adverse trends that may require additional actions.

Event description:
It was reported that a zimmer air dermatome needed repair. During investigation, it was discovered that the device was out of calibration and the motor was running erratically. No adverse events were reported as a result of this malfunction.